Event description:
Per the clinic, the patient experienced an infection and swelling at the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotic (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on (B)(6) 2023.